Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that ambicor penile prosthesis (app) device was removed and replaced with an inflatable penile prosthesis (ipp) on (B)(6) 2018 due to the device no longer inflating . No patient complications were reported in relation to this event.